Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient reported bleeding which was caused by the sensor insertion and lasted about 2 hours. The sensor was inserted into the abdomen on (B)(6) 2020. She went to the doctor's office where the doctor applied pressure until the bleeding stopped, then applied a bandage. At the time of the report the next day she was okay. No additional patient or event information is available.